Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 55 mm from the terminal end. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 355mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of oversensing and pacing impedances high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker recorded a lead safety switch due to this right atrial (ra) lead pace impedance measurements greater than 3000 ohms and ra oversensing on presenting electrogram (egm) was also noted. Technical services (ts) discussed reprogramming options and recommended further review with a bsc programmer. This ra lead remains in service. No adverse patient effects were reported. It was reported that this right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a lead safety switch due to this right atrial (ra) lead pace impedance measurements greater than 3000 ohms and ra oversensing on presenting electrogram (egm) was also noted. Technical services (ts) discussed reprogramming options and recommended further review with a bsc programmer. This ra lead remains in service. No adverse patient effects were reported. It was reported that this right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a lead safety switch due to this right atrial (ra) lead pace impedance measurements greater than 3000 ohms and ra oversensing on presenting electrogram (egm) was also noted. Technical services (ts) discussed reprogramming options and recommended further review with a bsc programmer. This ra lead remains in service. No adverse patient effects were reported.